Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator the unit displays an error message. The customer is unable to see the air inlet pressure monitored values on the screen when the pressure is in range. The customer reported performing the air inlet pressure calibrations, but the issue was not resolved. There is no patient involvement associated with the event.